Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The entire lot has been sold and distributed. A production record review was conducted by the manufacturer for the reported lot. The production record review showed there was one non-conformance (nc) in the production of this lot potentially related to the failure mode of fluid leak as alleged in the event description. The alleged event of fluid intrusion was confirmed based on the nc that was found. This kind of failure mode of tubing disconnection could be caused by the operator during the manufacturing process due to a lack of solvent in the dispenser, a dispenser malfunction, an incorrect bushing diameter, an incorrect pin size or an incorrect solvent application technique on the component. The film damage could be caused by the handling of the cassette during the manufacturing process. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. There were no associated reworks or deviations related to the alleged failure mode during the assembly of the lot involved. Additionally, it was found that during the assembly process of this lot there were personnel working during their training period. Based on the investigation findings, the complaint was confirmed.

Event description:
A patient¿s peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report a fluid leak was discovered during an unknown phase/cycle of the patient¿s peritoneal dialysis (pd) treatment. The patient was connected during the incident. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported the patient reverted to using continuous ambulatory peritoneal dialysis (capd) in order to complete pd treatment. No device was returned for evaluation. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report a fluid leak was discovered during an unknown phase/cycle of the patient¿s peritoneal dialysis (pd) treatment. The patient was connected during the incident. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported the patient reverted to using continuous ambulatory peritoneal dialysis (capd) in order to complete pd treatment. No device was returned for evaluation. Additional information has been requested, however to date has not been provided.